Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the threshold suspend alarm went off and she needed to know how to turn it off. Customer's sensor glucose reading was around 60 mg/dl but her blood glucose level was 104 mg/dl. The insulin pump alarmed calibration error. There was also blood at the site. The device was not returned.